Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure the hst iii system (3.8mm) malfunction. Did not load into delivery tube/failed to load. New device was used. No harm was reported.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: the device was returned to the factory for evaluation on 12/07/2022. An investigation was conducted on 12/13/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. The delivery device was returned inside the loading device with the blue safety lock on and the white plunger not depressed. A mechanical evaluation was conducted. An attempt was made to load the seal into the delivery device. Resistance was observed when performing step 2 of the loading procedure. The delivery device was then removed from the loading device. The seal and tension spring assembly remained in the loading device, with the seal in a partially folded state. The seal and tension spring assembly were removed from the loading device. There were no cracks or delamination observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.194 inches, the outer diameter was measured at 0.22 inches (rm2036883). The length of the delivery tube was measured at 2.52 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000256493 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.